Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination, crease fold and opening. Leak test and microscopic analysis was performed which identified: delamination total and opening striated in the anterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on anterior due to surgical damage.

Manufacturer narrative:
Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.